Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that transient t-wave oversensing (twos) was observed on the right ventricular (rv) lead in addition to short ventricular intervals. Sensitivity was increased and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that twos and short ventricular intervals were still occurring and a lead integrity alert (lia) had triggered. Lead sensitivity and sensing were adjusted and the lia was turned off. The lead remains in use.